Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed of the returned device did not detect any performance issues, but the calculated longevity result of 86% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached recommended replacement time (rrt) in three years and four months probably from the higher atrial outputs. Therefore the device was removed and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The high atrial output was due to suspected high thresholds.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).